Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no defect was found with the device. A field service engineer remoted into the station and confirmed that no hardware failure icon was present. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.1 pocket e1 stated that it was in maintenance mode and could not be fixed or opened. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.